Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal glass tip of the fiber was not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the metal cap exhibits melting at the output window location. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 131992 joules; 2:15 minutes, the "fiber defected" and "detachment of extremity of the fiber" were noted. The procedure was completed with a second fiber. No damage to the patient reported.